Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer&#38112;representative (rep) they were implanted on (B)(6) 2016 under a spinal anesthesia. On (B)(6) 2016 the consumer called the rep. And reported they were incontinent of urine. The rep. Instructed the consumer to turn stimulation off and notify the implanting surgeon. The rep. Was planning on obtaining additional information from the healthcare provider (hcp) on (B)(6), but the issue was not currently resolved. A CT scan was done to rule out infection, incontinence subsided within 24 hours of reporting it. The cause was contributed to anesthesia. Relevant medical history included: spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.